Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 2.25x28mm synergy ii drug-eluting stent was selected for use. However, before the device was inserted into the patient's body, the stent got dislodged/dropped. Another device with a different size was used and completed the procedure. No patient complications nor injuries were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. A synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that it was detached from the stent delivery system and the entire length of the stent was damaged. The crimped stent outer diameter measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.25x28mm synergy ii drug-eluting stent was selected for use. However, before the device was inserted into the patient's body, the stent got dislodged/dropped. Another device with a different size was used and completed the procedure. No patient complications nor injuries were reported.